Event description:
It was reported that the 7700 system locked up and appeared to continue to fluoro. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The exposure signal will not switch off. The connection was checked during the service call.